Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that a digital visual interface (dvi) cable was attempted to be used from the video system center to the laptop, but there was no image. The laptop attempted to display a picture but it disappeared, it was reported that it was used on another system and it worked fine. The issue was found at the beginning of a colonoscopy procedure, which was completed with the same device and without delay. There were no reports of patient harm.